Event description:
Male patient had localized osteoarthrosis, persistent pain in shoulder joint, bursae and tendons in the winter of last yr with shoulder arthroplasty reverse (right) lrb at that time findings were deficient rotator cuff, posterior instability. Implant at that time was zimmer insert humeral rev tm 7d40x=6mm. Middle of the last month, the patient experienced persistent right shoulder pain and xrays confirmed a dislocation of his reverse prosthesis and scheduled a right shoulder revision prosthesis. The poly component was noted to be loose sitting within the stem and had a large divot of defect within it; removed and residual remaining humeral stem was evaluated and felt to be stable, no rotational instability noted. A 9 mm spacer was subsequently placed onto the native humeral stem. Various sized polys were attempted and ultimately a 6 mm retratined liner was chosen and subsequently reduced; felt to be adequately stable in all planed with fairly flacid deltoid but it was felt that further lengthening would not help with the deltoid. Patient stable and taken to postanesthesia recovery room.